Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead had migrated, leading to high thresholds and loss of capture which led to syncope of an unspecified duration. A lead revision was performed, at which time a right ventricular lead was added to convert the system to cardiac resynchronization therapy. During the procedure, the patient expired due to worsening cardiogenic shock.